Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The taxus liberte 12x2.25mm stent delivery system (sds) was advanced but could not cross the lesion. When the device was removed from the patient, it was noted that a stent strut was sticking out. The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is listed as "fine".

Manufacturer narrative:
Visual and microscopic examination of the returned stent delivery system revealed stent damaged. The struts on rows 1 to 4 from the distal edge were pulled distally. Further examination of the balloon and tip section found no damage that would have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)